Event description:
The customer reported the display was not working.

Manufacturer narrative:
The unit was evaluated at the philips repair bench and the non-functional display was confirmed and repaired by replacing the control pca.